Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy and was seen in the emergency room (ER). The ICD was turned off due to frayed wire. Boston scientific technical services (ts) advised the patient to contact the previous clinician for further details regarding device deactivation and to contact new clinician about the shock therapy. As of this time, this device remains in service. No adverse patient effects were reported.